Event description:
A patient with a history of hypertension and coronary artery disease was admitted for a right and left angiography, balloon angioplasty and stent placement. Surgical procedure was completed. When the introducer sheath, from the prelude ideal" vascular catheter introduction set, was being removed, there was bleeding from the proximal end of the hub and the sheath appeared uncoiled (different thickness was evidenced in the tubing). No known harm to patient.